Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild calcification and moderate tortuosity. When the nc trek balloon catheter was being advanced into the patient anatomy, the proximal shaft separated. There was no reported resistance during advancement. The device was easily removed and replaced with a new balloon catheter. There was no clinically significant delay in procedure. There were no adverse patient effects. No additional information was provided.